Event description:
It was reported that the pump battery did not turn on. The customer¿s blood glucose level was 146-150 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.